Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct h10 of the initial medwatch. The initial medwatch stated the reported phenomenon (no image) was confirmed / duplicated during device evaluation. The phenomenon was not confirmed / duplicated during device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the ¿no image¿ could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image/blurry image due to an issue with the charge-coupled device as well as the oes adapter. In addition to these findings, the ultrasonic image had two consecutive elements broken (18 and 19) which, may have contributed to the reported issue. Upon further inspection, it was observed that the distal end of the device had deep scratches and the probe unit glue was cracked. It was also observed that the glue of the bending section cover did not meet the standard. It was observed that the forceps passage of the biopsy channel was leaking due to a scrap caused by repeated insertion and withdrawal of a brush or endotherapy accessory. Lastly, it was observed that the glue of the insertion tube had a buckle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasonic bronchofibervideoscope had no picture. The reported issue occurred during an unknown procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
Additional information provided in b5 from customer reply.

Event description:
The reported issue occurred during maintenance during a leak test before diagnostic use.